Event description:
Reporter indicated that a physician's handheld computer was freezing after interrogation. A hard reset resolved the issue. The handheld was returned and is pending product analysis.